Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The velocity port was returned for evaluation. Upon visual inspection, it was observed several black stains on septum retainer and actuator ring (with biological debris). It was also noted the actuator ring was in locked position and hooks were deployed. Upon microscopic evaluation, it was observed that the septum was punctured 6 times. A leak and blockage test was performed on the velocity port with a successful result, no leak or blockage was found. A functional test was performed on the velocity port with an unsuccessful result, it was noted that tips from hooks were not totally retracted when actuator ring is in unlocked. (B)(4). The complaint cannot be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported post realize band placement, the surgeon removed the port from a realize band patient that was operated on in (B)(6) 2013. He wanted to have it analyzed for functionality; could not add fluid case completed with another device of the same product code. There were no patient consequences.